Manufacturer narrative:
The device has not been returned. However, a non-visual investigation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Supplier (erkodent) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. Lot# e-pro 3.0-11298 (erkoloc-pro) was manufactured from may 20, 2019 and was assigned an expiration of may 2022. Hardware: (B)(6) was manufactured from september 11, 2019 and was assigned an expiration of april 2022 or april 2024 .per erkodent, both expiration dates are okay with regard to the material properties. ( see diligence log #07302). Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: customer stated the device was available for return but to date has not been received. However, the non-visual device investigation has been completed. Root cause: a root cause for this complaint cannot be explicitly determined. IFU 7322 rev 2.0 (silent nite sleep appliance instructions for use) provides warning in precautions "do not soak the device in mouthwash; denture cleanser, hot water or alcohol; do not wash the device with soap, toothpaste or mouthwash; do not dry the device with a blow dryer; do not store in direct sunlight". It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. Per the reported information, the patient used denture cleanser to clean the device. Supplier erkodent reviewed the incident details and determined an allergic reaction cannot be ruled out. Glidewell research team and namsa conducted a series of testing on a similar thermoformed sleep device (haley) following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The haley test article was thermoformed with layers of erkodent material (erkoloc-pro and erkodur). The test results were listed below and summarized in biocompatibility report for haley sleep device (rpt 9733 rev 1.0). · for cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. · for skin irritation, there was no erythema and no edema observed on the skin of the animals treated with the test article. · for sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. · the test article showed nonirritant to the oral mucosa as compared to the control article. The device materials have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles.

Manufacturer narrative:
The device has not been returned. If/when the device is returned an investigation will be carried out and a supplemental report will be submitted. With the exception of serial number, the device is manufactured by prescription. The device is manufactured by prescription and not implantable.

Event description:
It was reported that the patient had a reaction to the xtra-silent nite. It was reported that that the patient experienced contact dermatitis intra orally. The lining of the mouth gums and tongue. The tongue felt raw and made it difficult to eat certain foods. The patient first used the device (B)(6) 2020 and experienced and noticed the reaction on (B)(6) 2020. The patient discontinued use of the device on (B)(6) 2020. The reaction lasted 2-3 days after discontinuation of the device. The provider prescribed "magic wash," which did not help. The patient sought treatment from her primary care physician, who prescribed diflucan and advised cleaning the device with denture cleanser, "which he thought was a fungus" that would be resolved. The patient has an allergy to sulfa and has a history of depression and takes cymbalta. With regard to the device: the provider cleaned the device with water. The patient used water and later denture cleanser.